Event description:
It was reported that upon opening the package and prior to use on a pt, the implant tore easily during manipulation. The facility reported that the tissue felt coarse and a foul odor was also noted. The device was discarded and another of the same brand was used without any further complications being reported.

Manufacturer narrative:
No sample was returned for evaluation. Following a review of the device history record for the reported lot number, all process and test criteria has been verified as complying with the finished product specification. The investigation concluded satisfactory processing of tissue and resultant testing of product. No evidence to suggest any reason for potential product absorption or sterility concerns.